Event description:
It was reported that during setup at the user facility the led cover disassembled from the device. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during setup at the user facility the led cover disassembled from the device. No adverse consequences or procedural delays were reported with this event.